Event description:
In 2008, the lay user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient tests her blood glucose randomly 1-3 times a week. She manages her diabetes with diet and exercise. The patient indicated that the alleged meter issue started one monthe prior to event date, at 7:30am. The patient did not make any changes to her diabetes management as a result of the alleged meter issue. Two days later, the patient claimed that she developed symptoms of thirst and frequent urination. After developing the symptoms, the patient administered self-care by eating less food. The patient denied seeking or receiving medical intervention from a health care provider. The patient alleged that the meter was powering off during use but admitted that she had not replaced the device's battery according to the owner's manual. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.